Event description:
The customer reported that the dxh 800 was not detecting mix pressure. The field service engineer from beckman coulter found the instrument leaking from one of the quick disconnects in the "vcs" module, the leak was contained within the instrument. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found that the instrument was not operational and was leaking from one of the quick disconnects. The fse tightened the quick disconnect resolving the leak. The fse also replaced the mix pressure sensor (transducer) resolving the mix pressure error. Upon recur, the hazard associated with a faulty mix pressure sensor is likely to generate erroneous rbc/plt and wbc/hgb results due to carry over. (B)(4).